Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they had the insulin pump in the shower. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act and escape button did not respond due to corroded keypad traces. No error alarms could be verified due to the unresponsive buttons. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.